Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2021 by an other health professional which refers to a (B)(6)-year-old female patient. Additional information was received on 08-oct-2021 from same reporter. The patient had no known allergies. No information about medical history, concomitant medication or previous filler treatments had been provided. On (B)(6) 2021, the patient received treatment with unknown amount sculptra (unknown lot number) to nasolabial fold using cannula and sharp needle with unknown injection technique. The injecting hcp had followed all cleaning protocols. On (B)(6) 2021, the day after the procedure, the patient had experienced infection (implant site infection) near nasolabial fold. As corrective treatment, the patient had received IV antibiotics ancef [cefazolin sodium] 1 gram thrice a day from (B)(6) 2021 to (B)(6) 2021 and later switched to oral keflex [cefalexin] for 5 days, area improved outcome at the time of the report: infection was recovering/resolving.

Manufacturer narrative:
Company comment: the serious event of infection at implant site was considered expected and possibly related to the treatment. Serious criteria include medical intervention to prevent permanent damage. The potential root cause include treatment procedure or injection procedure associated with inadequate aseptic technique. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: sculptra-routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported and the product could not be verified. A follow-up on the lot number will be performed. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. Recommendation for corrective and preventative action: sculptra-no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.